Event description:
A malfunction alarm was reported, and there was no notable event prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After receiving assistance from technical support, the customer successfully reset the pump, and the malfunction code did not recur.